Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case and gong alerts) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alerts) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the monitor's damaged connector was excessive force. The root cause for the electrode belt strained cable was excessive force. No adverse events occurred from the damaged monitor or electrode belt. Monitor sn (B)(4)- 12/01/2017; belt sn (B)(4)- 03/23/2012.

Event description:
A us distributor reported that a patient's monitor case was damaged and patient was receiving gong alerts.